Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that their device will not come on. Patient clarified this to mean they have not been able to feel their stimulation sensation since a few weeks ago. Patient stated they have always been very sensitive to their stimulation sensations. Patient also realized they had a return of symptoms similarly at the same time. Patient did also stated they had experienced a 50% or more reduction in the beginning, but about a year and a half ago they began to have symptoms return gradually. Patient did confirm about a week after they could not feel their stimulation any more they had fallen down the stairs. Pt also confirmed they have not had any other falls or traumas. Patient confirmed they also are not experiencing a reduction in symptoms by 50% more. In (B)(6) 2021, patient stated they had met with their hcp to adjust their stimulation and confirmed their ins has a battery estimate of 4 or more years. Patient also mentioned they have had to subsequently increase their stimulation higher to get results. Patient stated they would increase their stimulation as their symptoms would worsen, and decrease when they went away. Patient confirmed they would need to increase their stimulation so high it would be uncomfortable and they could feel it down their leg into their toes to get results. Patient did state they had previously turned their stimulation off for a while since they could no longer feel their stimulation sensation anymore. Patient did confirm that there stimulation was on over the call. Reviewed therapy expectations, external device usage, and ins independent power system. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who stated the impact of the fall was their leads are no longer attached and they will have a revision in the near future to replace the internal device and reconnect the leads.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.